Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. No qns or other issues relating to the reported defect were identified in the DHR review. Conclusion: unconfirmed complaint. Without actual sample or photos, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that there was a crack in a bd vacutainer® precisionglide¿ sample needle. This crack caused leakage during blood draw. No serious injury, blood to mucous membrane exposure or medical intervention was reported.